Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to endocarditis. Reportedly, the field representative was notified that the patient needed a system explant and temporary pacemaker implant due to infection. Moreover, there were no reason to correlate the cause of the infection with the device. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.